Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: the pump's black box showed no evidence of short battery life. There was a battery related alarm after an unrelated alarm occured for 4 hours before being answered. The battery compartment and cap were undamaged and able to fit securely. The ¿ez-prime¿ steps were performed correctly. All current readings were within specifications. The alleged issue could not be duplicated.